Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with their right atrial lead exhibiting high impedance and loss of capture. The lead was capped and replaced on (B)(6) 2018. The patient was discharged from the hospital.